Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A nurse reported that a patient with a 2000 ml fill volume drained 3600 ml during stat drain after cycler four. The patient felt discomfort during the last cycle. The drain volume of 3600 ml is 180% of the fill volume of 2000 ml. Follow up was attempted but unsuccessful. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.